Event description:
The customer reported that a ventilator powers on but has no display. The device was evaluated by the customer and a philips remote service engineer (rse). Additional information was requested from the customer. No further response was received. Confirmation or duplication of the reported problem is unknown. The device malfunction was reported, however, because the context of when the issue was found is unknown, the record will be documented as if the malfunction occurred during clinical use because we do not know if the device was being set up for clinical use. We also do not know if there as a delay to patient therapy. Multiple good faith efforts were made to the reported and his facility to document the details of when the malfunction was identified. Our good faith efforts yielded no customer response. Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repairs have been conducted.